Event description:
Following treatment in the cheek with juvederm ultra plus, patient presented with bruising and infection at the injection site. The injecting dr was on leave, so the patient was referred to the closest medical clinic for review. The patient was commenced on flucloxacillin orally. The patient stated to the injection physician during a recent follow up: the patient has "infection" looking pustules over the treated area.

Manufacturer narrative:
Catalog no: volume concentration unk. Medwatch sent to FDA on; 22-sep-09.